Event description:
It was reported that the patient experienced palpitations due to t-wave oversensing (twos) on the right ventricular (rv) lead. Sensing was adjusted and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.